Event description:
A journal article was reviewed that contained information regarding the device and leads. The patient presented with swelling of the ICD generator pocket. A diagnosis of pocket infection was made and the patient was scheduled for device and lead replacement. During the extraction procedure, the pocket looked free from infection, but tissue samples were taken and sent to pathology. There was also noted tissue over the ICD pocket. Per the author, the results were "consistent with stage ii diffuse large-cell lymphoma." The system was replaced and the patient was referred to the oncology service and began receiving chemotherapy, with good response. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
His information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "disseminated malignancies masquerading as cardiovascular implantable electronic devices infections." Europace. June 1 2011;13(6):821-824.